Event description:
Pt rec'd 88.03 gy of therasphere to right lobe of liver in 2001. During a clinic visit in 2/2001, pt had complaints of dyspnea at rest. The pt was admitted to the hospital and underwent thoracentesis the next day. 20cc of blood-tinged, clear fluid were aspirated, tested and found negative for malignant cells. Via telephone interview 3 days later, pt reported improvement of symptoms.

Event description:
Pt rec'd 88.03 gy of therasphere to right lobe of liver in 2001. During a clinic visit in 2/2001, pt had complaints of dyspnea at rest. The pt was admitted to the hospital and underwent thoracentesis the next day. 20cc of blood-tinged, clear fluid were aspirated, tested and found negative for malignant cells. Via telephone interview 3 days later, pt reported improvement of symptoms.